Manufacturer narrative:
No checkout of the unit has been done by gehc. The hospital did not accept gehc proposal for service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit lost power during a power failure. There was no report of patient involvement.